Manufacturer narrative:
The reported event of noise oversensing could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Final analysis performed indicated normal device functionality with appropriate remaining longevity. Visual inspection of the header and connections found some dried blood inside septum. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. During the procedure, the pacemaker was found to oversense noise. Both the pacemaker and the rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section d4 - the correct serial number of the pacemaker should be (B)(6), rather than (B)(6).